Manufacturer narrative:
Device was received, and evaluated. Evaluation determined that the unit failed to generate energy output when tested due to a faulty connector socket. The rest of the other functions of the device tested functional. The identified parts needs to be replaced. Device was placed for repair. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that during a percutaneous lithotripsy (perc) procedure, the device malfunctioned. The device would not deliver any shocks to break the stone. According to the reporter, the user tried a new probe, new handpiece and power cycled the unit and still no energy, no output being delivered from the unit. The user tried another footswitch, power cycled the unit with no success. The intended procedure was not able to be completed as no back up device was available. No further details were provided regarding the event other than the user facility will obtain a loaner in replacement of the defective device. No known impact, or injury reported due to the reported event. No user injury reported.

Manufacturer narrative:
This supplemental report is being submitted to provide review of the device history records (DHR) and investigation conclusion. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The reported failure is a known phenomenon and is produced as a result of damage to the transducer plug and/or receptacle. Damage to the receptacle is often incurred as a result of user error, often the user does not realize all connections are push/pull and instead the plug is twisted upon connection or removal. This action results in damage to the pins internal to the socket and may crack or damage the housing as stated on the IFU (instruction for use) and as a preventive measure, the user manual states: connect the transducer to the generator by pressing the plug straight in. Caution do not twist or turn the plug." On page 20, " connect the transducer to the generator by aligning the key way of the transducer connector with the key way slot on the transducer receptacle on the front panel. Push straight in. Caution do not twist or turn the plug. Olympus will continue to monitor complaints for this device.